Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the contact stated the pump bolus history was inaccurate. Tandem technical support review pump logs and identified one bolus observed during the day. The contact insisted that the customer bolus was more than once, however the contact did state was not with the customer when boluses are delivered. The customer's blood glucose level was not impacted. The customer reported that would continue to use the pump until replacement arrived for insulin therapy.